Manufacturer narrative:
(B)(4). Dropping ejected clips. Additional information was requested but unavailable: the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining clips and then, it locked out as intended. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was received with a note stating it misfired. No other details of the event were provided. No patient impact reported. The device will be returned.